Event description:
Information received indicates the casters will swivel after the brake is engaged.

Manufacturer narrative:
The technician found the caster tires were cracked and the casters worn. The technician replaced all of the casters to repair the bed.